Manufacturer narrative:
B5: describe event or problem - updated e1, e2: initial reporter blocks updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the cannulation of the last vein, the guidewire became stuck and was able to slide any further in the catheter. The catheter, was removed, and a small piece of tissue was observed at the tip of the catheter. The procedure was deemed completed with this original catheter. No patient complications were reported. The catheter is expected to return for laboratory analysis. It was further reported that the guidewire was not reloaded into the catheter. A starter guidewire was used during the procedure. Heparin was given after transseptal puncture. The case was performed on non-interrupted anticoagulant. The activated clotting time was 300 seconds.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the cannulation of the last vein, the guidewire became stuck and was able to slide any further in the catheter. The catheter, was removed, and a small piece of tissue was observed at the tip of the catheter. The procedure was deemed completed with this original catheter. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the cannulation of the last vein, the guidewire became stuck and was able to slide any further in the catheter. The catheter, was removed, and a small piece of tissue was observed at the tip of the catheter. The procedure was deemed completed with this original catheter. No patient complications were reported. The catheter was returned for laboratory analysis. It was further reported that the guidewire was not reloaded into the catheter. A starter guidewire was used during the procedure. Heparin was given after transseptal puncture. The case was performed on non-interrupted anticoagulant. The activated clotting time was 300 seconds.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, it was noted the catheter was returned with the guidewire still inserted through the device. Investigators were unable to withdraw the guidewire during functional testing, but the catheter was still observed to have its full deployment range. Microscopic inspection identified tissue on the tip of the catheter, lodged between the guidewire and the catheter's guidewire lumen, preventing the movement of the guidewire.